Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced separation. The following information was provided by the initial reporter: male luer and tubing fell apart. Meds in tube.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced separation. The following information was provided by the initial reporter: male luer and tubing fell apart meds in tube.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 13-jul-2022. Investigation summary the customer reported the tubing fell apart with medication infusing, and returned one used sample of material 2426-0007. The sample was separated at the male luer, and the complaint is verified. The root cause was found to be assembly error on the tubing, as there was evidence of insufficient solvent applied. No other failure modes observed. A device history record review for model 2426-0007 lot number 22039022 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 15mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.